Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, the patient developed (B)(6) underneath the abutment. Subsequently, the abutment was removed and the patient was treated with antibiotics (type not reported) on (B)(6) 2017. The implanted device remains.